Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer indicated that the pneumatic drive function of vitrectomy probe was very weak so the ability of tissue cutting was not smooth during surgery. The product was replaced and procedure completed with no patient harm reported. A product sample has been requested.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were nine additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of the probe cutting and pneumatic drive function not working well during surgery. The complaint sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area, the cutting edge, and down the front of the inner cutter. Actuation testing was performed again after the probe was dissembled to remove any interference between the inner cutter and outer needle and the test was then deemed conforming. The complaint evaluation does confirm the probe actuation and cut performance was nonconforming. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the probe being used for approximately 30 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes. The surgical use appears to have worn and damaged the inner cutter such that the cutter quality had deteriorated. The wear marks and the bowed inner cutter tip observed during the disassembly supports the cutting performance deterioration. While the probe did not actuate for the returned probe sample, the probe initially did actuate properly to be used as determined by the evaluation. No specific action with regard to the complaint issue was taken as the exact reason for when and how this complaint issue occurred cannot be determined; however, due to the number of related complaints, an investigation has been completed and action has been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).